Event description:
It was reported that the patient presented remotely to the clinic with an alert for high high-voltage (hv) lead impedance. It was recommended the patient be brought in to test the right ventricular lead. There were no reported patient symptoms. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".